Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention products were tested with hcg cutoff urine sample as well as 3 high level urine concentration hcg samples. Return products were tested with hcg urine sample and high level hcg urine concentration sample. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The patient performed a home pregnancy test and received a positive hcg result. On the same day, the patient went to the physician and received a negative hcg result using the surestep hcg urine cassette. A blood sample was collected from the patient on the same day. The quantitative hcg test produced a result of 700 miu/ml. No reported adverse patient sequela.